Event description:
Optometrist reported pt was diagnosed with corneal ulcer. Pt was diagnosed and treated at (B)(6). Medical documentation received from the treating doctor at the hospital confirmed pt was diagnosed with a corneal ulcer in the right eye. The ulcer was centrally located, visual axis, and acanthamoeba was suspected but the corneal scrape was negative. There is no permanent decrease in visual acuity. Pt was treated with chlorhexidine and ciprofloxacin and has recovered. It is unk whether the event is related to the product, however, the doctor noted "probably not".

Manufacturer narrative:
The contact lens involved in the event was not available for return. However, sealed contact lenses of the same lot were returned, evaluated, and found to be within specs. The lot device history records were reviewed and show that all requirements were met. Medical documentation from the treating doctor does not relate event to a specific product. Based on all info, no causal factors can be determined, and no conclusion can be drawn.